Manufacturer narrative:
The biomedical engineer (bme) reported that the gas unit received a "gas device error" message during setup. They swapped the water trap and lines, but the issue persisted. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gas unit received a "gas device error" message during setup. They swapped the water trap and lines, but the issue persisted. Not in patient use.

Event description:
The biomedical engineer (bme) reported that the gas unit received a "gas device error" message during setup. They swapped the water trap and lines, but the issue persisted. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gas unit received a "gas device error" message during setup. They swapped the water trap and lines, but the issue persisted. Not in patient use. Investigation summary: during evaluation, the reported issue was duplicated, and the cause was attributed to hardware failure. The unit performed to manufacturer's specifications after pump replacement. A review of the device's complaint history by serial number reveals no other complaints. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/18/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 07/01/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 07/07/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit. Bedside monitor (bsm). Model #: ni. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.